Manufacturer narrative:
Received 1 set of 4 used arcticgel large pads only. Visual inspection noted no obvious defects. The pads were submitted to the flow rate test. The pad were connected to the arctic sun machine model 2000 during 10 minutes and the water immediately started flowed, see details: left chest pad: a total of 2.31 l/min m2 of flow rate were registered during the test, noted that this pad was crushed due to over-lamination. Left thigh pad: a total of 1.27 l/min m2 of flow rate were registered during the test, noted that this pad was crushed due to over - lamination. Right chest pad: a total of 0.97 l/min m2 of flow rate were registered during the test, noted that this pad was crushed due to over - lamination. Right thigh pad: a total of 4.45 l/min m2 of flow rate were registered during the test. According to the test method, the flow rate is unacceptable on the left chest, left thigh and right chest which was noted to be crushed because of the over-lamination, the other pad was found acceptable. For this product the test method required that the flow must be above 2.4 l/min m2. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arcticsun gel pads gave low flow during patient therapy. The pads were changed, and therapy was restarted.